Event description:
This lead was implanted on (B)(6) 2016 and still remains implanted at this time. It was noted on the same day that the lead dislodged and there was loss of capture. The physician was dr. (B)(6) hospital in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).